Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarmed during testing. The pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 160 mg/dl. The customer stated that when he tried to bolus for food from the pump, he received a button error message. Customer was advised to discontinue use of the device and to revert to a backup plan.